Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a clog in the tubing at shear valve cvl85/126. The fse replaced the tubing, which resolved the leak and error messages. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from a coulter lh 750 hematology analyzer. The volume of the leak was 5 ml and was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and there was no impact to patient treatment in connection with this event.